Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The observation from the field was confirmed. If a device is placed in MRI mode and a loss of pairing/bonding occurs or a programmer that was previously bonded is not available, any follow up attempts to communicate or pair between the ipg and artemis programmer will be unsuccessful. It is also a normal indication per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. Based on the event details the patient had misplaced the patient controller after putting the device in MRI mode. No other programmer that had been paired to the patient¿s device was available. After clearing the MRI mode during analysis, the device functioned normally. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
The observation from the field was confirmed. If a device is placed in MRI mode and a loss of pairing/bonding occurs or a programmer that was previously bonded is not available, any follow up attempts to communicate or pair between the ipg and artemis programmer will be unsuccessful. It is also a normal indication per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. Based on the event details the patient had misplaced the patient controller after putting the device in MRI mode. No other programmer that had been paired to the patient¿s device was available. After clearing the MRI mode during analysis, the device functioned normally. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
H9 - fsca number corrected.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to disable MRI mode on the ipg. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.